Event description:
It was reported that on an unspecified number of occasions, aquacel extra caused maceration to the periwound area of the patients' wounds. Product does not always appear as effective.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was further reported sometimes changing to an alternate absorbent dressing. Additional information has been requested, however no additional patient/event details has been provided to date and a lot number was not provided. Should additional information become available, a follow-up report will be submitted. There are (B)(4) cases associated with this product; therefore, (B)(4) separate FDA form 3500a's have been generated to address the other cases.